Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) provided the following comments: found one instrument had a leaking bag, which was nearly full when checked. Appears that when the bag is pulled it up, the plastic appears to be a bit too thin to hold the weight of all the rvs and reagent packs; the edges of the discarded reagent packs poke into the plastic and make small leaks. The bags were returned for investigation. The investigation concluded: based on the results and data collected from the supplier, the seal/hold strength of the waste bags is capable of retaining equivalent to 10 liters of solid waste per dxi system software specification (sss) for solid waste. Tech ops investigated 2 returned waste bags from the suspect lot and 2 more bags from (B)(4) inventory and our testing showed there were zero leaks after 24 hours stay time and 60 seconds hold time per the protocol. It can be stated under normal operation the waste bags performed to our claim. (B)(4).

Event description:
The customer contacted beckman coulter inc (bec) customer technical support (cts) to report the dxi solid waste bags are leaking bio-hazardous fluids into the solid waste drawer bin of their dxi 800 systems. This occurs most frequently when the waste bag is very full. Customer noted that the bags do not appear to be visibly torn, but there is often a thin layer of "liquid" on the waste drawer bottom whenever the bag is removed for replacement. The waste drawer must be wiped clean before putting in a new replacement bag. No exposure to the bio-hazardous waste to date, as the users are wearing appropriate ppe during waste removal and clean-up.